Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® blood collection tube buffered sodium citrate 0.3ml - 0.109m has been found experiencing underfill during use. The following has been provided by the initial reporter: several times, the lab notices a poor fill for the tubes, in different departments. There's no difficulty noticed for sampling but there's a spontaneous stop of the filling of the tubes. Therefore, the analyses cannot be made. No clinical consequences but delay for the results. The devices have not been kept. Everything was discarded.